Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. It was noted that there was a hardware and software malfunction. The representative deleted patient exams to help improve system functions. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system was noted to be loosing patient exams. It was also noted that the monitor was flickering on and off.